Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause was unknown. It was reported that the patient was hospitalized and treated with unspecified medication for the event. The patient was discharged two days after being hospitalized. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.